Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, the device was found to be at eri. Review of the session records noted the device longevity was normal. The longevity was overestimated by the programmer. Device replacement is anticipated. The patient is in stable condition.